Manufacturer narrative:
Implant regio 47 fractured. Construction was a single crown placed on the implant patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded massive patient related bruxism leading to inhomogenous mechanical overloading of the implant combined with the mentioned above. Re-submission and re-coding initial submission did not pass FDA gateway.

Event description:
Implant fracture.